Manufacturer narrative:
(B)(4).

Event description:
Procedure type: ra prostatectomy nerve sparing. According to the reporter: the 12mm trocar used was the assistant port. When the stapler was introduced, 1 piece of the 2-part versaseal broke off and fell into the pt cavity. The surgeon and staff noticed the foreign body and retrieved it fully. No tissue loss. No tissue damage. No extension of the incision. No blood loss greater than 500cc. No delay in surgical time over 30 minutes.